Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch episodes due to noise and oversensing on the right atrial lead were noted. No interventions were performed as the patient did not experience adverse consequences and all of the electrical measurements were normal and stable. The patient will continue to be monitored.